Event description:
On 03/06/2000, the distributor's marketing manager informed the MFR's (MFR) representative via a fax report of the following: the facility's critical care coordinator stated that the physician put the introducer in place, ran wire and entered the catheter, but could not push forward. The physician noticed the introducer had a defect. No further details were provided.